Manufacturer narrative:
(B)(4)

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up with no display intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.